Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with severely scratched display window, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that the device may have been exposed to the rain which could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.